Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed based on the medical follow up visit notes stating patient had effusions mild pain and swelling three months post operative. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: vanguard cr ilok fem-lt 70 catalog#: 183032 lot#: 497780, series a pat std 34 3 peg catalog#: 184766 lot#: 279460, vngd ant stblzd brg 10x83 catalog#: 189120 lot#: 184670. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08759, 0001825034-2018-08760, 0001825034-2018-08761, and 0001825034-2018-08762. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain, swelling, and audible cracking and popping. No revision procedure has been reported.